Manufacturer narrative:
Note that section information references the main component of the system and other applicable components are: concomtiant medical products: product ID: 3889-28, lot# va0q84e, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported that she had a return of symptoms. There was no fall or trauma related to this issue. The issue reported was related to positional movement. The leakage (gradually over time) seemed to be worse at night when the patient was lying down. The patient was seen on (B)(6) 2016 at the health care professional's (hcp) office. The manufacturers' representative (rep) changed her program from 4 to program 1 to try and address the leakage issues. By the time the patient got home, she felt stim too strong and she had pain on the right side of her vagina (sudden). Changing the programs from 1-2 resolved the vagina pain but the patient needed to monitor her symptoms and increase stimulation as needed to see if it resolved the leakage. If it did not resolve, the patient planned to follow up with the hcp again. On (B)(6) 2016, the patient wanted something else done. She was wet when she got up and was wet twice the night of (B)(6) 2016 really bad. The patient wanted to try program 3. Patient services worked with the patient to change from program 2 at 1.3v to program 3 at 1.3v. She did not feel stim. Additional information from the consumer reported that she was not feeling stimulation and therapy was on. She had not felt it in a few days and she had been wetting/ leaking for a long time. She confirmed that stim was turned on after using the patient programmer. The patient was still not getting relief. Additional information from the patient reports the device was replaced. She received replacement and they did the whole system, but she thought they were just going to do the lead because one of the wires moved a little. Additional information received from the patient reports the symptom return at night and in laying position had not been resolved. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.